Event description:
Customer reported he received a no delivery alarm. Customer stated his reservoir was low when he went to bed. His blood glucose was 129 mg/dl in the evening. He said around 11 30 pm it was 217 mg/dl after receiving the no delivery alarm, he went back to sleep and woke at 335 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.